Event description:
The manufacturer received information that a patient passed away while using the trilogy evo device. There is no allegation that the device contributed to the death. The customer stated the death was expected. The patient was on hospice, so did not wish to complete this or have the unit sent in due to the expected death. Customer did not wish to answer any further questions more than what they had already done so. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing and will make attempts to retrieve the device. A supplemental report will be submitted when the manufacturer's investigation is complete. Pms decision: the reported event makes no allegation of any specific device malfunction, user error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the expected patient death as the patient was on hospice care is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information that a patient passed away while using the trilogy evo device. There is no allegation that the device contributed to the death. The customer stated the death was expected. The patient was on hospice, so did not wish to complete this or have the unit sent in due to the expected death. Customer did not wish to answer any further questions more than what they had already done so. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing and will make attempts to retrieve the device. A supplemental report will be submitted when the manufacturer's investigation is complete. Pms decision: the reported event makes no allegation of any specific device malfunction, user error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the expected patient death as the patient was on hospice care is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. New information: the trilogy evo ventilator was not returned to the manufacturer for evaluation as previously stated by the customer. Three good faith effort attempts were made on 07/18/2025, 08/01/2025 and 08/08/2025 to gather additional information regarding the patient death and for the return of the device and were unsuccessful. A final report is being filed at this time. If any additional information is received at a later time, a follow-up report will be filed. Box h coding was updated.